Event description:
It was reported that during implant, the lead moved when the sheath was removed. The lead was not used and was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed). The distal conductor had blood/body fluid (not obstructed).